Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the subject device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There was no allegation of product malfunction or quality deficiency. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4). Based on the follow-up with the health-care provider(hcp), the subject valve was implanted and explanted during the same surgery; patient was not taken off cardiopulmonary bypass prior to device removal. The hcp noted that the "valve was removed because of bleeding from the root which may have been due to stretching of the root"; per hcp the explant was not related to any device malfunction or quality deficiency. The subject device has been discarded. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case per the hcp, the explant was not related to any device malfunction or quality deficiency. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.